Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler had a poor staple formation. They over sewed to fixed the staple line. No injury.